Event description:
It was reported that the patient had a leak from the line of the automated peritoneal dialysis (apd) set with cassette during fill 1 of 1. The patient stated that they disconnected and the solution started leaking out of the line, so they closed the clamp on the line. The technical service representative (tsr) explained that the patient disconnected too early. The tsr advised to end the therapy and start over with new supplies. The patient ended the therapy and was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.